Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable event of damaged connecting tube base was confirmed. Based on the results of the investigation, it was reported that the central part (valve p) of the connecting tube connector in the reprocessing basin was missing. It was presumed from the investigation results that the user applied stress to the connector towards the loosening direction and parts came off. Then the parts were reassembled without using valve p, causing the suggested event. The root cause could not be specified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): chapter 3 inspection before use 3.3 inspecting the equipment¿s connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoscope reprocessor had a damaged connecting tube base. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.